Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born in the year 1951. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of catheter guide break. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was attempted to be implanted in the bile duct (hilar region) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, while deploying the plastic stent, significant tightness in the area caused the black introducer to detach from the delivery system and become lodged within the stent. As a result, both the stent and the detached black introducer remained inside the patient. Subsequently, both the stent and the introducer were successfully removed. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.